Event description:
It was reported that an inappropriate shock was delivered when it comes this device and electrode due to noise/oversensing. A review of the x-ray provided by technical services (ts) noted that the tip of the electrode was not in the optimal position and a repositioning would be needed. Ts noted that since the sense b node appeared affected by intermittent signal it would be optimal to replace the whole system and implant a new system. Ts discussed leaving the electrode connected to the header if the system was explanted and returned for analysis. The field representative further clarified that the distal electrode was completely deviated from the classic position, which was the case since implant. Noise was reproduced only when moving the device or when the patient was doing large movement with the left arm. It was noted that due to the distal electrode position and due to previously inappropriate episode which occurred with this electrode, the physician decided not to reprogram the system, but rather explant and replace the system. The system was subsequently explanted and will be returned to assess a possible connection issue. Additional information noted that during the extraction of the system after cleaning the electrode and device prior to collection the system, the field representative noted red fluid inside the electrode body. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection revealed electrocute damage in the outer insulation, likely related to explant damage. No other visual damage was seen. In addition, visual inspection noted blood/body fluid in the lumen of the electrode, however this was normal. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an inappropriate shock was delivered when it comes this device and electrode due to noise/oversensing. A review of the x-ray provided by technical services (ts) noted that the tip of the electrode was not in the optimal position and a repositioning would be needed. Ts noted that since the sense b node appeared affected by intermittent signal it would be optimal to replace the whole system and implant a new system. Ts discussed leaving the electrode connected to the header if the system was explanted and returned for analysis. The field representative further clarified that the distal electrode was completely deviated from the classic position, which was the case since implant. Noise was reproduced only when moving the device or when the patient was doing large movement with the left arm. It was noted that due to the distal electrode position and due to previously inappropriate episode which occurred with this electrode, the physician decided not to reprogram the system, but rather explant and replace the system. The system was subsequently explanted and will be returned to assess a possible connection issue. Additional information noted that during the extraction of the system after cleaning the electrode and device prior to collection the system, the field representative noted red fluid inside the electrode body. The electrode was returned for analysis. No additional adverse patient effects were reported.